Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Surgical reports were provided. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessement, an amended medical device report will be submitted. This is a split case with zimmer (B)(4) inc: (B)(4) - 1st revision; (B)(4) - 2nd revision. Zimmer (B)(4) reported the 2nd revision under (B)(4). Zimmer's ref number of this file is (B)(4).

Event description:
A legal claim was raised. The following statement was reported by the legal dept: "patient dislocated on (B)(6) 2014 and had a closed reduction at this time. Then , in late (B)(6), patient dislocated again. This led to the revision on (B)(6) 2014 where a cup and head were exchanged for a larger cup and head."

Manufacturer narrative:
Should additional information become available and an investigation result be available, that changes this assessment, an amended medical report will be submitted. This is a split case with zimmer (B)(4). Zimmer (B)(4) reported the 2nd revision under (B)(4). Zimmer's reference number of this file is (B)(4).

Event description:
Additional information was received on 06/10/2015: it was now reported that the patient was revised due to two dislocations which occurred after a fall.

Manufacturer narrative:
Possible causes for the reported event according to dfmea: malfunction of tha (wear, fracture, dislocation etc.), due to wrong size of head diameter and/or offset, wrong taper size combination: possible, as patient data reported that the cup was initially positioned at 53 degree of inclination, which is slightly above the suggested inclination angle. Patient behaviour led to premature failure, due to inadequate information during patients counseling by surgeon. Possible, as it was reported that the first dislocation occurred after trauma. This could have contributed to the second dislocation. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
Additional information received on 08/03/2015. It was reported that the patient hip dislocated post-traumatic after 2 months from primary implantation. Neither implantation nor revision reports contained any conspicuous information. Review of patient history and review of x-rays (dated (B)(6) 2014) after first dislocation were performed. It stated that: the antiversion angle is about 25 degrees and that inclination angle around 53 degrees. After this dislocation the implant was reducted. No signs of loosening and in general seemed to be well fixed. On the same document, the surgical report of the revision performed after the second dislocation stated that the first dislocation occurred post-traumatic.